Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint summary for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the right atrial (ra) lead and pacemaker system exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead and pacemaker system is no longer in service. Additional information was received that the pacemaker was explanted. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A product investigation is ongoing and once completed, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead and pacemaker system exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead and pacemaker system is no longer in service. Additional information was received that the pacemaker was explanted. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead and pacemaker system exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead and pacemaker system is no longer in service.